Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer surgical cable was having problems measuring artifacts on the atrial electrograms (egm) channel. The cable passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The cable was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer surgical cable was having problems measuring artifacts on the atrial electrograms (egm) channel. The cable is expected to be returned for analysis. No patient complications have been reported as a result of this event.